Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The follow-up manufacturer report provided on (B)(6) 2016 was incorrect. Further review of the device evaluation found that the reported false air in line alarms were confirmed in the event history log. The evaluation has been updated accordingly and is reflected in this report below: baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced. This manufacturer report is reportable and should remain in the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in relation to the air in line alarms. There was no evidence of air in line alarms in the device event history log. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts. The device will be returned to the customer in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00919 can be removed from the FDA database.